Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Concomitant medical products: 7f terumo pinnacle sheath; 300cm .014 asahi grand slam guidewire. Two non-sterile outback elite 120cm re-entry units were received for analysis inside a plastic bag under the following complaint cases: (B)(4). The mentioned 7f non-cordis sheath used in the procedure was not returned for analysis. Per visual analysis, the cannulas of the units were received fully retracted (not deployed). No other anomalies observed on the received outback units. The outback elite catheters are packaged with the cannula deployed. The units were randomly numbered/ identified as unit one and unit two to perform the analysis. The unit identified as unit number one was analyzed under this complaint (B)(4), while the unit identified as unit number two was analyzed under the complaint (B)(4). An insertion withdrawal test was performed. The outback was successfully passed through a recommended 6f sheath introducer lab sample. No anomalies observed. Also, functional test to determine the level of functionality of the returned device was successfully performed. The cannula was advanced and retracted several times via distal movement of the deployment slider. No anomalies observed. Per dimensional analysis, the cannula deployment length and the usable length as well as the outer shaft od crossing profile of the outback elite were measured and found within specification. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after placing a 7f terumo pinnacle destination sheath up and over a bifurcation and advancing a 300cm .014 asahi grand slam, the 120 cm outback elite re-entry catheter would not advance past the iliac artery to reach the bifurcation. A second outback was tried, and it also would not advance. There was resistance while removing the outbacks from the patient. When the outbacks were removed from the patient it had been in a tortuous part of the sheath which the outbacks were difficult to advance and also difficult to withdraw from the sheath inside the patient. Physician felt resistance advancing and withdrawing the outbacks probably due to the severe tortuosity. The outback devices were never able to reach the bifurcation because of tortuosity. The sfa lesion to be treated was on the contralateral side of access site. It was difficult to advance, and force was used to try to advance the outbacks up thru the sheath, but they never made it up the catheter. The procedure was not completed, and it was aborted. Upon removal, the outback catheter looked damaged. There was no reported patient injury. The devices will be returned for evaluation. The intended procedure was a superior femoral artery (sfa) intervention. There were no anomalies noted on the guidewire after the reported malfunction. There was severe calcification of the lesion and severe iliac tortuosity and disease in iliac arteries. There was 100% percentage of stenosis. The device was stored as per labeling and was opened in sterile field. There were no damages to the outback devices noticed prior to opening the package. The catheters were prepped in the straight configuration. The cannula tips were fully retracted before insertion. All the specified ports of the devices were properly flushed. Heparinized saline was used for preparation and flushing of all ports. The devices were straight prior to loading. There was no difficulty loading the guidewire.

Manufacturer narrative:
Complaint conclusion: as reported, after placing a 7f non-cordis destination sheath up and over a bifurcation and advancing a 300cm 0.014 non-cordis guidewire, the 120 cm outback elite re-entry catheter would not advance past the iliac artery to reach the bifurcation. A second outback was tried, and it also would not advance. There was resistance while removing the outbacks from the patient. When the outbacks were removed from the patient, it had been in a tortuous part of the sheath which the outbacks were difficult to advance and also difficult to withdraw from the sheath inside the patient. Physician felt resistance advancing and withdrawing the outbacks probably due to the severe tortuosity. The outback devices were never able to reach the bifurcation because of tortuosity. The superficial femoral artery (sfa) lesion to be treated was on the contralateral side of access site. It was difficult to advance, and force was used to try to advance the outbacks up thru the sheath, but they never made it up the catheter. The procedure was not completed, and it was aborted. Upon removal, the outback catheter looked damaged. There was no reported patient injury. The intended procedure was an sfa intervention. There were no anomalies noted on the guidewire after the reported malfunction. There was severe calcification of the lesion and severe iliac tortuosity and disease in iliac arteries. There was 100% percentage of stenosis. The device was stored as per labeling and was opened in sterile field. There were no damages to the outback devices noticed prior to opening the package. The catheters were prepped in the straight configuration. The cannula tips were fully retracted before insertion. All the specified ports of the devices were properly flushed. Heparinized saline was used for preparation and flushing of all ports. The devices were straight prior to loading. There was no difficulty loading the guidewire. Two non-sterile outback elite 120cm re-entry units were received for analysis inside a plastic bag under the case, and the second device was reviewed under this file. The mentioned 7f non-cordis sheath used in the procedure was not returned for analysis. Per visual analysis, the cannulas of the units were received fully retracted (not deployed). No other anomalies observed on the received outback units. Note: the outback elite catheters are packaged with the cannula deployed. An insertion/withdrawal test was performed. The outback successfully passed through a recommended 6f sheath introducer lab sample. No anomalies were observed. Also, functional test to determine the level of functionality of the returned device was successfully performed. The cannula was advanced and retracted several times via distal movement of the deployment slider. No anomalies were observed. Per dimensional analysis, the cannula deployment length and the usable length as well as the outer shaft od crossing profile of the outback elite were measured and found within specification. The product history record (phr) review of lot 17888732 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿cto catheter system resistance/friction (outer body) in patient,¿ ¿cto catheter system damaged in patient¿ and ¿cto catheter system withdrawal difficulty¿ were not confirmed through analysis of the returned device. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review, vessel characteristics (severe tortuosity at the aortic bifurcation) and/or the condition of the sheath (although not returned) likely contributed to the resistance/friction and withdrawal difficulty experienced since the device passed dimensional and functional analysis. It was also reported by the customer that the severe tortuosity likely contributed to the issues. However, it is unknown what issue the customer noted when reporting the device damaged as there were no damaged noted during visual analysis. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿always visualize tracking of the catheter tip over the aorto-iliac bifurcation. If strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback elite re-entry catheter. Excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked.¿ neither the product analysis nor the information available for review suggests that the failures experienced by the customer could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.